Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 49 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, after the stent graft was implanted, a thrombotic occlusion was observed near the superficial femoral artery (sfa) bifurcation. A surgical thrombectomy was performed as treatment and the event was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.